Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 439688 lead, implanted: (B)(6) 2015. (B)(6).

Event description:
It was reported by the patient's spouse that it was understood that the device would last two and a half years; however, recently it was noted that there is ten months remaining on the battery. The spouse questioned why the device would need to be replaced sooner than expected. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was further reported that the patient received multiple inappropriate shocks. The right ventricular (rv) lead remains in use. It was also reported that the device had premature battery depletion. The device was reprogrammed and subsequently explanted. It was additionally reported that the left ventricular (lv) lead had high thresholds. The lv lead was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.